Event description:
It was reported that a spectrum pump had door not fully latched alarms. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarms were reproduced and confirmed through evaluation. This issue was caused by the upper door hook/latch being out of adjustment. The unit was reworked per baxter's service procedure.